Event description:
The hooped snare detached during procedure.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for eval was one disposable grasping snare. Upon receipt, the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. Dimensional measurements for the locking metal crimp are not within specifications. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.